Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021 prior to the date the manufacturer became aware. Block d6b: explant date: 2021.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. It was mentioned that it was due to physicians negligence. No further information has been obtained.